Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that after impella 5.5 was inserted on a 58 year old female patient for support for cardiogenic shock, the repositioning placement signal was lost and eventually pump stopped. The impella 5.5 was exchanged with a new one. There was no patient harm reported.

Manufacturer narrative:
Optical signal issue: clinical details report that towards the end of the case, the pump was being repositioned and the placement signal went out. The pump was ultimately replaced, due - at least in part - to the issue. Data logs were not available for review. Returned product (pump sn (B)(6)) was investigated and there were no visual abnormalities. All 5s parameters were within specification and the pump passed laser continuity. The pump was connected to a console and run in a bucket, and the psnr alarm triggered. Imc logs of the lab console were reviewed, and it showed that calibrated g0 = 0. This does not align with the clinical narrative provided, because this is an issue that only should occur during initial connection/calibration of the pump in the field, which would result in a psnr alarm within minutes of case start. The field rep was contacted regarding the timeline of events, and it is unclear if the returned pump is the pump that experienced the complication or not. The rep also confirmed that the report was correct, and psnr triggered during repositioning late in the case and there was no point where the pump became unplugged. Confounding clinical details were provided when compared to the state of returned product, and field data logs were not available for analysis to compare to the provided timeline. For these reasons, the root cause of the optical signal issue could no be determined. Pump stop: clinical details report that shortly after the placement signal went out, the pump stopped. The pump was replaced due to the complication. Data logs were not available for investigation. Returned product was investigated and there were no visual abnormalities. The pump passed electrical testing. It was connected to a console and run in a bucket without reproducing a pump stop. Since limited clinical details were provided, data logs were not available, and the failure did not reproduce, the root cause of the pump stop could not be determined.